Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of use error. The home patient replaced a solution bag with a new one in efforts to get the home choice machine to prime. This complaint cannot be confirmed in the lab due to a lack of sample. Per the complaint information, the cause of the complaint is user error/ mis-use. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter's (B)(4) requesting assistance with the home choice (hc) machine during prime. The hp stated they disconnected one bag and reconnected another bag trying to the hc to prime. The technical service representative (tsr) had the hp cycler power and start over with new supplies. There was patient involvement, but no injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The hp confirmed they started over with new supplies. No additional information is available.